Manufacturer narrative:
(B)(4).

Event description:
The customer stated that the lancet did not retract after use of one accu-chek safe-t-pro lancet. There was no report of an accidental finger stick. The customer received the used device in a plastic container. He could see the needle protruding from the device when viewing it in the plastic container. He opened the container and dropped the device onto a table since he did not want to handle the device. When the device hit the table, the needle retracted into the housing and a piece of plastic fell out of the device. The product was requested for investigation. The customer provided the lancet lot number ln222016 (expiration 06/30/2018) from a box of lancets, but he could not confirm if the affected device came from the same box or not. He believes the lancet is from the same lot number, but lancets are removed from boxes and placed into accessory boxes. No adverse events occurred.

Manufacturer narrative:
The device was returned for investigation. The failure could not be reproduced since the device was already used. The device was disassembled and further investigated with a stereo microscope. No abnormalities were seen. Previous investigations have shown that in a few cases, internal wings of the lancet which intentionally break during the lancet release, might jam the lancet's guiding channel, thus impeding the lancet to retract back into the lancet housing. A use error can be excluded.